Event description:
It was reported that versacross connect access solution for faradrive was selected for use for a farapulse procedure. During the procedure, it was mentioned that it was difficult to advance the versacross dilator upon insertion of the device, as well as difficult to withdraw after transseptal puncture was performed. Upon removal of the versacross dilator, it was noted that its distal tip had a chip on it. No patient complications were reported. Procedure completed successfully. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received on 23-sep-2024, the field b5 (describe event or problem) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use for a farapulse procedure. During the procedure, it was mentioned that it was difficult to advance the versacross dilator upon insertion of the device, as well as difficult to withdraw after transseptal puncture was performed. Upon removal of the versacross dilator, it was noted that its distal tip had a chip on it. No patient complications were reported. Procedure completed successfully. Product is not expected to return for analysis (disposed). It has been further mentioned that the dilator tip damage was noted after inserting it into the faradrive sheath, once removed from the faradrive sheath after being used.